Manufacturer narrative:
The insulin pump alarmed with a button error and had no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 205 mg/dl. The customer fell asleep and believes that he laid on his pump for too long and now he has a button error alarm that he is unable to clear. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.